Event description:
It was reported that the patient with this pacemaker presented to the facility and when electrocardiogram was reviewed a note of a possible pacemaker malfunction was received. Technical services (ts) was consulted and provided evaluation options. This pacemaker remains in service. No adverse patient effects were reported.